Event description:
It was reported that an unspecified malfunction occurred in the past on the pump history. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to manual injection for insulin therapy.